Event description:
Pt underwent a sleep study on (B)(6) 2012. Following the test, he went to the gym for a work out. His perspiration reportedly mixed with the eeg paste and dropped into his eyes, causing redness and irritation in both eyes. The pt went to an ophthalmologist who diagnosed him with chemical conjunctivitis. Pt complained of blurred vision and pain. He was treated with eye drops and antibiotics. Although symptoms improved as of (B)(6) 2012, pt continues to complain of symptoms and is receiving medical follow-up.

Manufacturer narrative:
We have been awaiting an update from the follow-up the pt was receiving, but have yet to receive any updates. If we receive additional pertinent info regarding this complaint, we will submit a follow-up report to the FDA.